Manufacturer narrative:
Follow-up #1: date of submission: 10/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: during investigation, moisture was found inside the internal pump on the display and on the transceiver board. A leak test was performed and failed due to a cracked pump case.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.